Event description:
Event description cpi received information that during a routine replacement of an implantable cardioverter defibrillator (ICD) for normal battery replacement it was noted on fluoro the chronic lead (an endotak c) had dislodged. Upon applying traction, the lead broke, leaving a piece in the heart. This remaining portion was capped. An endotak dsp lead was implanted.